Event description:
A zoll distributor electrode belt sn (B)(4) and reported that the electrode belt failed functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed functionality testing) was confirmed. Upon investigation the ECG c&d cable was pulled from the strain relief, damaging wires. The root cause for the strained cable was physical abuse. No adverse event resulted from the defective electrode belt.